Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu0723 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recu0723) have been reported from the same facility in (B)(6).

Event description:
It was reported that when using on the patient, an air/bubble was found during aspiration. No other information was provided.

Event description:
It was reported that when using on the patient, an air/bubble was found during aspiration. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer needle was confirmed but the exact cause remains unknown. The product returned for evaluation was one 18 ga introducer needle. One horizontal crack was observed on the pink hub material damage was observed on the hub functional testing of infusion revealed a leak(s) emanating from the crack(s) functional testing of aspiration showed that air was drawn into the syringe with test water based on the condition of the returned sample, possible contributing factors include damage during handling and over tightening . Consequently, the event was classified as cause unknown. A lot history review (lhr) of recu0723 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recu0723) have been reported from the same facility in (B)(6).